Event description:
Customer called to report the soft-serter had a malfunction while inserting a sensor. The customer stated that the sensor only went in halfway and she tried to push the rest in but wasn't able to. When the sensor was removed from the skin she could see part of the sensor was peeling away from the needle blocking the insertion. Customer stated that this was painful. Advised that the serter may have lost some pressure and that this was the reason why it wasn't inserting the sensors correctly. The serter and sensors will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.